Event description:
Small and medium titanium ligating clips did not properly close when used with a genicon applier.

Manufacturer narrative:
Data provided by genicon. Catalog number: 350-000-102. Add'l lots: 14071603, 14091103, 15040802. This is an implantable device. The implant date is not included above as there are multiple implant dates. This is the same incident as report 1406003-2015-00001. Report 00001 is for the small size clip and this is for the medium size clip.